Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a user of the ilet insulin pump reported that the device¿s wake button intermittently required multiple presses to turn on. Blood glucose (bg) was unaffected, and no adverse event occurred. A replacement ilet was provided, and the affected device will be returned for evaluation.